Event description:
It was reported that the device was used during a vats procedure. The device was opened at the back table and it was difficult. The device was closed and the jaws would not open, the device was not used in the patient. It is unknown if the device was able to be opened or if it is being returned in the close position. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.